Event description:
On november 22, 2006, the lay-user/pt contacted lifescan alleging that a one touch profile meter was displaying a "not ok" message. The customer service rep (csr) mailed a letter to the pt on november 27, 2006, since she could not be reached by telephone on two separate days. On november 21, 2006, the pt was unable to test her blood glucose because of the "not ok" message. The pt did not take any specific actions to treat himself after attempting to test with the reported meter. At the time of concern, the pt had symptoms of feeling agitated and thirsty. The pt visited her doctor that same day and got a result of "29.0 mmol/l" (522 mg/dl) using an unidentified device. The pt was treated with fast-acting insulin. She was retested an unk time later and got a result of "26.0 mmol/l" (468 mg/dl). It would have been helpful to know the following info: how many often the pt tests her blood glucose, what date/time the symptoms started, what the pt's last blood glucose result was on the reported meter, and when the last reading was taken. In addition, if would have been helpful to know if the pt was hospitalized, what her diagnosis was, if her symptoms were relieved after receiving the insulin treatment, what her medication regimen is, and if she was following the regimen before and during the time of concern. The pt was using a correct technique for testing with the reported meter. The "not ok" issue resolved during troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt had symptoms of feeling agitated and thirsty. She was unable to test with the reported meter due to the "not ok" issue. The pt obtained elevated blood glucose results in the hospital and required insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.